Event description:
The customer reported that their device would no longer detect a patient connection through the defibrillation therapy electrodes. This issue was discovered during testing and there was no patient use associated.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. The cause of the reported failure was determined to be due to a cable mounted plug connector, designator p101 which was found to be disconnected from the upper case.